Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs noted the results were consistent with the complaint and there were subsequent boots following the complaint date triggering these alarms. The long-term log analysis of the battery data revealed that beginning before the complaint date of occurrence, cell 3 voltage of battery 1 had been declining for an extended period of time. Bench testing of the returned device indicated when the console was booted for the first time, console alarms were consistent with what was seen in the field. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the battery failure alarm is most likely due to single cell decline in a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinical coordinator reported that the automated impella controller (aic) generated a battery failure alarm. It was reported the battery switch was checked and toggled on and off multiple times with no resolution. There was no patient harm reported.